Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
One false negative result reported by one symptomatic patient. The patient reported the event because he tested positive via the send out method (method unknown) and the health agency informed him of the positive result.